Event description:
The customer reported a film stuck error message and the system would not perform fluoroscopy. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The film assembly rails and gears were cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.